Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that upon receipt at the user facility that the aseptic battery housing was missing the o-ring. A missing o-ring can lead to improper seal of the device and potential exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt at the user facility that the aseptic battery housing was missing the o-ring. A missing o-ring can lead to improper seal of the device and potential exposure of the non-sterile battery to the sterile field, but that was not reported in this incident. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.